Event description:
On 08/18/1999, the account obtained a negative testpack plus combo result for a serum sample from a pt. The same serum sample was tested on the vidas on 08/19/1999, and a result of 100 mlu/ml was obtained, which was reported to the physician. The pt rec'd an ivp procedure after the vidas hcg result was reported. No further info provided. No report of injury.